Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 00509121600, 1.2 x 4.9mm sidecutting bur, medium, straight, 5 ea, device broke in a patients tooth during a dental extraction on (B)(6) 2018. It was reported that the device component was retrieved from that patient using long graspers. There was no reported injury to the patient or user during this event. There was no medical intervention or hospitalization reported for this event. The event caused a 15-minute delay in the procedure. The procedure was otherwise completed as normal. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Visual examination of the returned used, item 00509121600, found that the bur was broken off at the flute sweepout. Examination was performed and could not find any discrepancies with the machined flute critical dimensions. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: precautions: always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaving blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.